Event description:
On (B)(6) 2021 had full shoulder replacement, (B)(6) 2021 was sent back in for infection large hematoma. Then got another infection, was treated with oral antibiotics. I had continued pain in shoulder into my arm. Kept going back to surgeon telling them there something wrong. All they did was say parts in place that's it. I took it by myself to go to pain management, well that didn't work then I went to neurologist for testing trigger injections, MRI x-rays, then went anaesthesiologist for nerve blocks. That didn't work. Then went to more pain management for more injections meanwhile kept going back to orthopedics, bloodwork etc this went on for 4 yrs reducluse. Then 2024 nerve pain got so bad had to go to hospital, on vacation, came back had an emergency surgery, sure enough my shoulder had a low line infection for 4 yrs. This followed up with 14 weeks of IV antibiotics 3 times a day, they elevated my liver enzimes so high I could walk had to have a nurse then pain went away. After 2 months pain came back. I am still under care with infection decease people to this day. My part in shoulder from exactech from 2021 ruined my life. Infection pain, now emotional depression, the revision surgery took out my rotated cuff and front deltrode muscle, and nobody seams to hold responsibility. I went to get info on part serial number, and the exact h part was compromised and I have records.